Manufacturer narrative:
The reported event was unconfirmed. Three photos were received; the first one shows an overview of the two way all silicone catheter with an arrow pointing at the balloon. The second photo it's a close up to the balloon with the arrow pointing to it. It was received 1 all silicone foley catheter. The catheter balloon was inflated with the inhouse syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 10 ml with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, g. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were no problems with the foley catheter during pre-test in the operating room, but it was spontaneously removed in the high care unit after the surgery and the balloon was found deflated. On visual inspection, it was confirmed that there was a pinhole in the balloon. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no problems with the foley catheter during pre-test in the operating room, but it was spontaneously removed in the high care unit after the surgery and the balloon was found deflated. On visual inspection, it was confirmed that there was a pinhole in the balloon. They cut the inlet tube and discarded the bag.